Event description:
It was reported that during a transcatheter aortic bioprosthetic valve implant procedure, a pre-implant balloon dilation was performed. The valve was implanted at a depth of 2 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Due to moderate paravalvular leak (pvl), a post-implant balloon dilation was performed while the patient was rapid paced. Upon removal of the 21 mm non-medtronic (true) balloon from the valve frame, the medtronic (stedi) guidewire and the balloon tracked towards the inferior curve of the ascending aorta and caught on the inferior curve portion of the valve outflow frame and inferior curve c-tab, which embolized the valve frame into the ascending aorta. The valve was snared and pulled into the aortic arch below the great vessels where it was stabilized. A second medtronic valve was implanted into the aortic annulus at a depth of 5 mm on the ncc and 6 mm on the lcc. Mild pvl was observed. The aortic arch was assessed for injury with none being visualized upon aortographic root shot. Per the physician, the cause of the dislodgement was the post-implant balloon dilation and the patient¿s short ascending aorta anatomy with a 54 degree root angle which caused the outflow portion of the valve frame to stick into the ascending aorta lumen.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a product ID stedi-3 (unknown lot); product type: guidewire; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.